Event description:
Caller reported that the customer has had two past instances where an error code showed on the meter and the pump shut down and stopped working. Both of those times he had to wait for a replacement pumps and he did not have alternative means to deliver the insulin so he went for 2-3 days without insulin and ended up in the hospital both times for hyperglycemia and to receive insulin. Pumps were already replaced months ago, however this is the first time the treatments at the hospital were mentioned.